Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamf3834c150tj, serial/lot #: (B)(4), ubd: 22-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a unknown sized thoracic aortic dissection. It was reported that after the vamc3228c150tj was distally implanted, the device vamf3834c150tj was proximally implanted right below the left common carotid artery. No endoleak was observed. Three days post procedure, when the patient attempted to go to the bathroom the patient could not move his lower limbs. As paraplegia was suspected, blood pressure was increased but the issue did not resolve. The patient has since improved since the end of april and can now move as usual. As per the physician the cause of the event was patient vessel morphology. Tevar was being performed to treat subacute to chronic dissections. The physician believes that there is a high possibility that blood did not flow sufficiently to the spinal cord due to signs of lower limb ischaemia initially. As the intercostal artery was occluded during tevar, it resulted in more insufficient blood flow to the spinal cord and this is thought to be the cause of the paraplegia. If the length of treatment had been shorter, paraplegia could have been avoided. It is noted that a risk of recurrence of paraplegia is present since it is not clear what contributed to the patient recovery. No additional clinical sequela were reported and the patient is fine.